Event description:
The hospital reported that the nurse accidentally tripped over the power cord, pulling the plug out of the ac outlet. The engstrom reportedly shut down and did not switch to battery backup. The nurse manually ventilated the patient, reconnected the engstrom to ac power, and reconnected the patient to the engstrom. The biomed replaced the battery and returned the unit to service. There was no reported patient injury.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
The last battery capacity test performed by ge healthcare was in february 2013, and the test passed. Shortly after this service visit, the hospital cancelled the service contract with ge healthcare. Based on the information provided by the hospital, there is no record of the facility performing a battery capacity test after february 2013. As stated in the engstrom user reference manual, the battery capacity test is to be performed annually, at a minimum. According to the hospital, the date of the failed battery was july 2008. The engstrom service instructions indicate to replace the batteries every 4 years. The logs were downloaded and provided to ge healthcare for analysis. The log review did not indicate any system malfunction or error. The complaint details provided, and evidenced within the logs, is consistent with those of a system which lost external power, without sufficient internal power for continued use.